Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported by a field clinical specialist, approximately 2 years and 26 days post tavr procedure with a 29mm sapien 3 valve in the aortic position the patient presented with nyha symptoms. An echo performed approximately 2 years and 2 months post tavr procedure reported a mean gradient of 39.2mmhg and an ava of 0.8cm2. There was no regurgitation. The annulus diameter measured: 26.5mm x 28.9mm mean 27.7mm, area: 603.6mm2. A valve in valve procedure was performed due to stenosis. Another 29mm sapien 3 valve was successfully deployed within the previous 29mm sapien 3 valve.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The device was not returned for evaluation. As the device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Based on the review, no IFU or training deficiencies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. A device history review (DHR), lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. The complaint for stenosis was confirmed from patient's valve in valve pre-screening assessment. As reported, ''approximately 2 years and 26 days post tavr procedure with a 29mm sapien 3 valve in the aortic position the patient presented with nyha symptoms. An echo performed approximately 2 years and 2 months post tavr procedure reported a mean gradient of 39.2mmhg and an ava of 0.8cm2. There was no regurgitation. The annulus: 26.5mm x 28.9mm mean 27.7mmarea: 603.6mm2. A valve in valve procedure was performed due to stenosis''. Per medical record, the patient has chronic kidney disease and hyperlipidemia. Chronic kidney disease is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. Patient with hyperlipidemia may be predisposed to bioprosthetic calcification, leading to valve stenosis overtime. As such, available information suggests that patient factors (chronic kidney diseases, hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. There were no IFU/training materials inadequacies or edwards defect identified. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.